Manufacturer narrative:
H11: additional manufacturer narrative: corrected sections :h6 ( investigational findings, investigational concisions). Updated section : g3,g6, h2. Engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. The subject device is not available for evaluation . DHR was not performed. A definitive root cause cannot be conclusively determined edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 21mm 3000 aortic valve, was explanted after seven (7) years and nine (9) months due to endocarditis and severe stenosis. The explanted valve was replaced with a 25mm 11500a aortic valve. Per medical records, during the procedure purulent drainage was visible from the left edge, around the r/l and r/non-coronary junctions. The annulus was debrided. After rectifying a discovered av gap and anastomosing with a large pericardial patch, the surgeon sized a 25mm 11500a to be most appropriate. After the 25mm 11500a was properly sutured in place, the patient was then transitioned off bypass. Post-bypass tee showed the prosthesis was well-positioned with no pvl. This 63-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 3000 aortic valve was explanted after an implant duration of 7 years, 9 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.